Event description:
It was reported the programmer would not interrogate a reveal device during use of a back-up programmer. The device recently interrogated successfully. There was a pop-up message reading the same as when the fullview software was not installed on a programmer but device has it installed. The software will be updated for reveal. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.